Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board needs to be replaced to address the issue. The device had evidence of physical damage.